Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen freezes preventing the possibility of silencing alarms or does not display. The device was not used for patient monitoring at the time of the alleged malfunction.